Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter compared to the laboratory result with dade innovin reagent. The meter serial number was asked for but not known. The result from the laboratory was 1.8 inr and the result within 30 minutes from the meter as 2.3 inr. There was no adverse event. The customer's dose was increased based on the laboratory result. The customer's condition was "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.2 - 2.8 inr. The device was requested to be returned for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.